Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the device broke inside its insertion handle becoming unusable during an ppen degen surgery of the l5 s1. The instruments were assembled without difficulties. After the test of the cage was carried out and after it was removed from the patient, when the instrument was disassembled, it was verified that the internal shaft of the test came out without the back. The same was inside the metallic handle that was later removed. The episode was intraoperatively but without patient involvement. This report is for one (1) t-pal trial spacer 10mm x 28mm 10mm height. This is report 1 of 1 for (B)(4).